Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-mar-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6, which was a matrix drawer, and found that it was not opening. The field service engineer (fse) removed the drawer and discovered a small piece of plastic stuck to the front-facing edge of the plastic chassis piece, which prevented the drawer from fully closing and caused the sensor to detect the drawer as open. The fse cleaned the debris, and the drawer worked properly. The pharmacy was able to recover. The drawer was tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had hardware failure during storage space recovery on pyxis, even after the reboot drawer did not detected. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.